Event description:
On (B)(6)2010, the pt was implanted with an scs system. The pt does not have stimulation. All impedances are in the normal range. The stimulation can be turned up, but the pt doesn't feel anything. The physician believes that the lead needs to be moved in order to get good stimulation and the pt will most likely be revised in (B)(6).

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the product has not been returned; therefore, no analysis could be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.